Event description:
Rep reported that at the injection port there was a leak at the y. Customer cut and is sending in only the affected part.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.